Manufacturer narrative:
Device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is for the second of two devices used during the same procedure. Reference manufacturer report numbers 3005099803-2010-00077. It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 ((B)(6) old male; weight unknown). According to the complainant, upon withdrawal it was noted that a portion of the distal tip coating was damaged and the tip of the device was separated. This occured outside the patient during withdrawal. Another jagwire was used and the same condition was noted. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: visual examination of the returned device confirmed that the pebax coating was damaged. This coating appears to have been skived by some type of device, and 1 cm of coating was missing and exposing the core wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The cause of the damage could not be determined, but the most probable root cause, based on the skived coating, is that the wire was damaged through contact with another device. (B)(4).

Event description:
Note: this is for the second of two devices used during the same procedure. Reference manufacturer report number 3005099803-2010-00077. It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, upon withdrawal, it was noted that a portion of the distal tip coating was damaged and the tip of the device was separated. This occurred outside the patient during withdrawal. Another jagwire was used and the same condition was noted. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.